Event description:
This pt underwent implantation of two cypher stents in the proximal and mid lad. During deployment of a 2.5 x 18mm cypher stent in to mid-lad, a plaque shifted into the distal vessel. This was treated with the placement of an additional bare metal stent. Five days later, the pt experienced a sub-acute thrombosis (sat) within the implanted cypher stents. This was treated with aspiration thrombectomy, re-pci and additional stent placement.